Manufacturer narrative:
The field service engineer (fse) was dispatched to customer site. Upon arrival at customer's site, the fse observed that the computer was locked up. The fse rebooted the computer and it operated as required. No other issues were observed. A complaint and service history review was completed for (B)(4) from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There was no complaints reported during this time period that were similar to the present issue. The probable cause of the event was the need for a cpu reboot. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported cursor/software issues with their aia-2000 analyzer. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.